Manufacturer narrative:
The technician found the brake system was worn and a screw was broken in the hex rod. The technician replaced the caster, the head section hex rod and used a brake/steer upgrade to repair the stretcher.

Event description:
While performing a function check, the technician noticed the right head caster was locking but ratcheting when in brake.